Event description:
It was reported that post-magnetic resonance imaging (MRI) scan, the patient's pacemaker was noted to display a message stating that the device was still in MRI mode after MRI mode was disabled. The issue was resolved by device reinterrogation. There were no patient consequences.